Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag became disconnected. Proper procedures were reviewed with the reporter. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.